Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During unpacking, it was noted that the stent struts was bent while it was still on the stent delivery system. The device was unable to be used and the procedure was completed with a different device. No patient complications were reported.